Event description:
It was reported that the patient presented during aveir vr implant. During procedure, it was noted that the leadless pacemaker dislodged after release from the delivery catheter. The reported device was retrieved and re-implanted on (B)(6) 2022. There were no patient consequences.